Manufacturer narrative:
The device was not returned to the manufacturer, so no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraopertaively during the navigate task and delayed the surgery by less than one hour. It was reported that the camera cart and the main cart were connected but the camera cart screen went black, then the pcoip displayed and it went dark with a grey box then said "searching for network", then it said "can't find network". The issue was resolved within 2 minutes by itself. The issue had occurred on (B)(6) 2018 and the pcoip client was changed then with resolution. The surgery was completed with navigation and there was no impact on patient outcome.